Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient said that while attending a wedding, her cgm reading was showing 111 mg/dl. The patient experienced nausea, sweatiness and was about to pass out. She did not have a glucometer with her and was unable to do a fingerstick. The patient's niece who is a paramedic assisted the patient by giving her glucose tablets. The patient did not go to the hospital. When the patient got home the same day, she did a fingerstick and got a bg reading of 80 mg/dl and the cgm reading was 40 mg/dl. The patient felt better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient got home, the patient's blood glucose were checked and it was reported to fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.